Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("coil inserted in left fallopian tube came apart and migrated. Location: top of uterus"), the second episode of device dislocation ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis"), device breakage ("coil inserted in left fallopian tube came apart and migrated") and bladder injury ("cut the bladder") in an adult female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and cesarean section. Concurrent conditions included body mass index normal. In 2013, the patient experienced vaginal haemorrhage ("heavy bleeding, heavy vaginal bleeding, abnormal bleeding (vaginal), spotting)"), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), complication of device removal ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis"), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery, surgery (left side salpingectomy to remove the device) and surgery. At the time of the report, the last episode of device dislocation and bladder injury outcome was unknown, the device breakage, complication of device removal, pelvic pain, abdominal pain, dyspareunia, hormone level abnormal, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight fluctuation, abdominal pain lower and back pain was resolving and the vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, bladder injury, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: charming (as given) was much much worse. Trailing coils of essure from ostia: right= 3 coils, left= 3 coils dates of removal: on (B)(6) 2014-endoscopic removal. On (B)(6) 2016- removed right tube via endoscopic, at the time of that removal coil had moved. On (B)(6) 2016- another endoscopic to remove coil. On (B)(6) 2017- uterus and cervix was removed. Current weight 124 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Pregnancy test urine - on an unknown date: negative on unspecified date: imaging studies: coil inserted in left fallopian tube came apart and migrated. On unspecified date: further imaging studies after left side salpingectomy to remove the device: essure device was not fully removed, essure remains are lodged in the area of right pelvis. On (B)(6) 2014 blue dye was leaking through and the left device had broken off quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil inserted in left fallopian tube came apart and migrated"), device dislocation ("coil inserted in left fallopian tube came apart and migrated. Location: top of uterus /after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right p"), menorrhagia ("abnormal bleeding (menorrhagia)") and bladder injury ("cut the bladder") in a 33-year-old female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and cesarean section. Concurrent conditions included body mass index normal. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy bleeding, heavy vaginal bleeding, abnormal bleeding (vaginal), spotting)"), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes/changes describe: mood and behavior would vary uncontrollably from extreme highs to low"), migraine ("migraines") and nausea ("nausea"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), complication of device removal ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), abnormal behaviour ("behavior would vary uncontrollably from extreme highs to extreme lows") and uterine scar ("the uterus was so scarred"). The patient was treated with surgery (ablation, bladder surgery and had a catheter placed, salpingectomy,total hysterectomy, laparotomy and left side salpingectomy to remove the device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, menorrhagia, bladder injury, complication of device removal, vaginal haemorrhage, pelvic pain, abdominal pain, dyspareunia, mood swings, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight fluctuation, abdominal pain lower and back pain had resolved and the abnormal be haviour and uterine scar outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal behaviour, back pain, bladder disorder, bladder injury, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, uterine scar, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: chraming (as given) was much much worse. Trailing coils of essure from ostia: right= 3 coils, left= 3 coils dates of removal: on (B)(6) 2014-indoscopic removal. On (B)(6) 2016-removed right tube via indoscopic, at the time of that removal coil had moved. On (B)(6) 2016-another indoscopic to remove coil. On (B)(6) 2017- uterus and cervix was removed. Current weight 124 lbs. Blue dye was leaking through and the left device had broken off. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Imaging procedure - on an unknown date: coil inserted in left fallopian tube came apart and migrated. Further imaging studies after left side salpingectomy to remove the device: essure device was not fully removed, essure remains are lodged in the area of right pelvis. On (B)(6) 2014 blue dye was leaking through and the left device had broken off on (B)(6) 2014:hysterosalpingogram:unilateral occlusion (right tube occluded), breakage of essure device, the left device was broken; the tube was not occluded. Pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2019: pfs received. Event: uterine scar were added. Event: device dislocation was clubbed with event :device dislocation . Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("coil inserted in left fallopian tube came apart and migrated. Location: top of uterus"), the second episode of device dislocation ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis"), device breakage ("coil inserted in left fallopian tube came apart and migrated") and bladder injury ("cut the bladder") in an adult female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and cesarean section. Concurrent conditions included body mass index. In 2013, the patient experienced vaginal haemorrhage ("heavy bleeding, heavy vaginal bleeding, abnormal bleeding (vaginal), spotting)"), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), complication of device removal ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis"), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery, surgery (left side salpingectomy to remove the device) and surgery. At the time of the report, the last episode of device dislocation and bladder injury outcome was unknown, the device breakage, complication of device removal, pelvic pain, abdominal pain, dyspareunia, hormone level abnormal, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight fluctuation, abdominal pain lower and back pain was resolving and the vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, bladder injury, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: chraming (as given) was much much worse. Trailing coils of essure from ostia: right= 3 coils, left= 3 coils. Dates of removal: on (B)(6) 2014 -indoscopic removal. On (B)(6) 2016-removed right tube via indoscopic, at the time of that removal coil had moved. On (B)(6) 2016-another indoscopic to remove coil. On (B)(6) 2017-uterus and cervix was removed. Current weight 124 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Pregnancy test urine - on an unknown date: negative . On unspecified date: imaging studies: coil inserted in left fallopian tube came apart and migrated. On unspecified date: further imaging studies after left side salpingectomy to remove the device: essure device was not fully removed, essure remains are lodged in the area of right pelvis. On (B)(6) 2014 blue dye was leaking through and the left divice had broken off most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (b61391) added. Events hormonal changes, abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain / loss added on 1-mar-2018: fu3 and fu4 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("coil inserted in left fallopian tube came apart and migrated. Location: top of uterus"), the second episode of device dislocation ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis/omenton"), menorrhagia ("abnormal bleeding (menorrhagia)"), device breakage ("coil inserted in left fallopian tube came apart and migrated") and bladder injury ("cut the bladder") in an adult female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 and cesarean section. Concurrent conditions included body mass index normal. Concomitant products included anovlar (microgestin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("heavy bleeding, heavy vaginal bleeding, abnormal bleeding (vaginal), spotting)"), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse").on an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), complication of device removal ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy,total hysterectomy, laparotomy), surgery, surgery (ablation), surgery (left side salpingectomy to remove the device) and surgery (bladder surgery and had a catheter placed). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of device dislocation, menorrhagia, device breakage, bladder injury, complication of device removal, vaginal haemorrhage, pelvic pain, abdominal pain, dyspareunia, hormone level abnormal, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight fluctuation, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, bladder injury, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: chraming (as given) was much much worse. Trailing coils of essure from ostia: right= 3 coils, left= 3 coils dates of removal: on (B)(6) 2014 indoscopic removal. On (B)(6) 2016-removed right tube via indoscopic, at the time of that removal coil had moved. On (B)(6) 2016-another indoscopic to remove coil. On (B)(6) 2017uterus and cervix was removed. Current weight 124 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Pregnancy test urine - on an unknown date: negative . On unspecified date: imaging studies: coil inserted in left fallopian tube came apart and migrated. On unspecified date: further imaging studies after left side salpingectomy to remove the device: essure device was not fully removed, essure remains are lodged in the area of right pelvis. On march-2014 blue dye was leaking through and the left divice had broken off on march-2014:hysterosalpingogram:unilateral occlusion (right tube occluded), breakage of essure device, the left device was broken; the tube was not occluded quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: pfs received- outcome of all the event updated to recovered / resolved, concomitant medication, lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil inserted in left fallopian tube came apart and migrated"), the first episode of device dislocation ("coil inserted in left fallopian tube came apart and migrated. Location: top of uterus"), the second episode of device dislocation ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis/omenton"), menorrhagia ("abnormal bleeding (menorrhagia)") and bladder injury ("cut the bladder") in an adult female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 and cesarean section. Concurrent conditions included body mass index normal. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). In 2013, the patient experienced vaginal haemorrhage ("heavy bleeding, heavy vaginal bleeding, abnormal bleeding (vaginal), spotting)"), pelvic pain ("pelvic pain/pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), the second episode of device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), complication of device removal ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis"), mood swings ("hormonal changes/changes describe: mood and behavior would vary uncontrollably from extreme highs to low"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain") and abnormal behaviour ("behavior would vary uncontrollably from extreme highs to extreme lows"). The patient was treated with surgery (ablation, bladder surgery and had a catheter placed, salpingectomy,total hysterectomy, laparotomy and left side salpingectomy to remove the device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, the last episode of device dislocation, menorrhagia, bladder injury, complication of device removal, vaginal haemorrhage, pelvic pain, abdominal pain, dyspareunia, mood swings, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight fluctuation, abdominal pain lower and back pain had resolved and the abnormal behaviour outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abnormal behaviour, back pain, bladder disorder, bladder injury, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight fluctuation, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: cramping (as given) was much much worse. Trailing coils of essure from ostia: right= 3 coils, left= 3 coils dates of removal: on (B)(6) 2014-indoscopic removal. On (B)(6) 2016-removed right tube via indoscopic, at the time of that removal coil had moved. On (B)(6) 2016 - another indoscopic to remove coil. On (B)(6) 2017-uterus and cervix was removed. Current weight 124 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Imaging procedure - on an unknown date: coil inserted in left fallopian tube came apart and migrated. Further imaging studies after left side salpingectomy to remove the device: essure device was not fully removed, essure remains are lodged in the area of right pelvis. On (B)(6) 2014 blue dye was leaking through and the left device had broken off on (B)(6) 2014:hysterosalpingogram:unilateral occlusion (right tube occluded), breakage of essure device, the left device was broken; the tube was not occluded. Pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received:event hormonal change updated to mood swing and mood and behavior would vary uncontrollably from extreme highs to extreme lows. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil inserted in left fallopian tube came apart and migrated/ device breakage'), device dislocation ('coil inserted in left fallopian tube came apart and migrated. Location: top of uterus /after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right p'), fallopian tube perforation ('partial perforation of portion of micro-insert from proximal tube'), embedded device ('remainder of micro-insert embedded in the omentum'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and bladder injury ('cut the bladder') in a 37-year-old female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cesarean section, pelvic discomfort, menometrorrhagia, uterine adhesions, leiomyoma nos, dysmenorrhea, cystostomy and uterine adhesions. Concurrent conditions included body mass index normal. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy bleeding, heavy vaginal bleeding, abnormal bleeding (vaginal), spotting)"), pelvic pain ("pelvic pain/pain"), mood swings ("hormonal changes/changes describe: mood and behavior would vary uncontrollably from extreme highs to low"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), complication of device removal ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), behaviour disorder ("behavior would vary uncontrollably from extreme highs to extreme lows") and uterine scar ("the uterus was so scarred"). The patient was treated with surgery (ablation, bladder surgery and had a catheter placed, salpingectomy,total hysterectomy, laparotomy and left side salpingectomy to remove the device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, heavy menstrual bleeding, bladder injury, complication of device removal, vaginal haemorrhage, pelvic pain, abdominal pain, dyspareunia, mood swings, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight fluctuation, abdominal pain lower and back pain had resolved and the fallopian tube perforation, embedded device, behaviour disorder and uterine scar outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, behaviour disorder, bladder disorder, bladder injury, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, uterine scar, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: chraming (as given) was much much worse. Trailing coils of essure from ostia: right= 3 coils, left= 3 coils dates of removal: on (B)(6) 2014-"endoscopic" removal. On (B)(6) 2016 removed right tube via "endoscopic", at the time of that removal coil had moved. On (B)(6) 2016 another "endoscopic" to remove coil. On (B)(6) 2017 uterus and cervix was removed. Current weight 124 lbs. Blue dye was leaking through and the left device had broken off diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Imaging procedure - on an unknown date: coil inserted in left fallopian tube came apart and migrated. Further imaging studies after left side salpingectomy to remove the device: essure device was not fully removed, essure remains are lodged in the area of right pelvis. On (B)(6) 2014 blue dye was leaking through and the left device had broken off on (B)(6) 2014:hysterosalpingogram:unilateral occlusion (right tube occluded), breakage of essure device, the left device was broken; the tube was not occluded. Pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : fallopian tube perforation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2021: medical record received: events: 'partial perforation of portion of micro-insert from proximal tube' and 'remainder of micro-insert embedded in the omentum.' , medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil inserted in left fallopian tube came apart and migrated/ device breakage'), device dislocation ('coil inserted in left fallopian tube came apart and migrated. Location: top of uterus /after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right p'), fallopian tube perforation ('partial perforation of portion of micro-insert from proximal tube'), embedded device ('remainder of micro-insert embedded in the omentum'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and bladder injury ('cut the bladder') in a 37-year-old female patient who had essure (batch no. B61391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cesarean section, pelvic discomfort, menometrorrhagia, uterine adhesions, leiomyoma nos, dysmenorrhea, cystostomy and uterine adhesions. Concurrent conditions included body mass index normal. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy bleeding, heavy vaginal bleeding, abnormal bleeding (vaginal), spotting)"), pelvic pain ("pelvic pain/pain"), mood swings ("hormonal changes/changes describe: mood and behavior would vary uncontrollably from extreme highs to low"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2018, the patient experienced headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), complication of device removal ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), behaviour disorder ("behavior would vary uncontrollably from extreme highs to extreme lows") and uterine scar ("the uterus was so scarred"). The patient was treated with surgery (ablation, bladder surgery and had a catheter placed, salpingectomy,total hysterectomy, laparotomy and left side salpingectomy to remove the device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, heavy menstrual bleeding, bladder injury, complication of device removal, vaginal haemorrhage, pelvic pain, abdominal pain, dyspareunia, mood swings, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight fluctuation, abdominal pain lower and back pain had resolved and the fallopian tube perforation, embedded device, behaviour disorder and uterine scar outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, behaviour disorder, bladder disorder, bladder injury, complication of device removal, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, uterine scar, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: chraming (as given) was much much worse. Trailing coils of essure from ostia: right= 3 coils, left= 3 coils dates of removal: on (B)(6) 2014-indoscopic removal. On (B)(6) 2016-removed right tube via indoscopic, at the time of that removal coil had moved. On (B)(6) 2016-another indoscopic to remove coil. On (B)(6) 2017-uterus and cervix was removed. Current weight 124 lbs. Blue dye was leaking through and the left device had broken off diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Imaging procedure - on an unknown date: coil inserted in left fallopian tube came apart and migrated. Further imaging studies after left side salpingectomy to remove the device: essure device was not fully removed, essure remains are lodged in the area of right pelvis. On (B)(6) 2014 blue dye was leaking through and the left divice had broken off on (B)(6) 2014:hysterosalpingogram:unilateral occlusion (right tube occluded), breakage of essure device, the left device was broken; the tube was not occluded. Pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : fallopian tube perforation, embedded device. Batch no: b61391, production date: 2013-08-21, and expiration date: 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-feb-2017: final ptc investigation result received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and on unspecified date, it was noticed that the coil inserted in left fallopian tube came apart and migrated (device dislocation and device breakage). Plaintiff underwent left side salpingectomy to remove the device, however, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis (complication of device removal), amongst nonserious events. Device dislocation, device breakage and complication of device removal are anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of device dislocation and device breakage are not known. However, based on the nature of these events, causality with essure cannot be excluded. Complication of device removal was considered related to essure. This case was regarded as incident as a surgical procedure was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil inserted in left fallopian tube came apart and migrated") and device breakage ("coil inserted in left fallopian tube came apart and migrated") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In 2013, the patient experienced vaginal haemorrhage ("heavy bleeding, heavy vaginal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required) and complication of device removal ("after left side salpingectomy for device removal, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis"). The patient was treated with surgery (left side salpingectomy to remove the device) and surgery (left side salpingectomy to remove the device). At the time of the report, the device dislocation, device breakage, complication of device removal, vaginal haemorrhage, pelvic pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered device dislocation, device breakage, complication of device removal, vaginal haemorrhage, pelvic pain, abdominal pain and dyspareunia to be related to essure. Diagnostic results: on unspecified date: imaging studies: coil inserted in left fallopian tube came apart and migrated. On unspecified date: further imaging studies after left side salpingectomy to remove the device: essure device was not fully removed, essure remains are lodged in the area of right pelvis. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and on unspecified date, it was noticed that the coil inserted in left fallopian tube came apart and migrated (device dislocation and device breakage). Plaintiff underwent left side salpingectomy to remove the device, however, essure device was not fully removed, imaging studies reveal that essure remains are lodged in the area of right pelvis (complication of device removal), amongst nonserious events. Device dislocation, device breakage and complication of device removal are anticipated in the reference safety information for essure. In this case, the exact time point and mechanism of device dislocation and device breakage are not known. However, based on the nature of these events, causality with essure cannot be excluded. Complication of device removal was considered related to essure. This case was regarded as incident as a surgical procedure was required. A product technical analysis is expected. Further information will be obtained through the litigation process.